Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the event parameters were not specified; however, a review of the event history log identified an infusion that occurred several days prior to the report date. The infusion involved the drug hydromorphone, administered at a dose rate of 0.02 mg/kg/hr with a concentration of 1 mg/ml for a patient weighing 14 kg. The programmed rate was less than the minimum recommended flow rate yet it was initiated by the user. Several boluses of 0.02 mg/kg were programmed, first one at a duration of 5 minutes, followed by three additional boluses, at a duration of 2 minutes each. During these infusions, three downstream occlusion alarms occurred. However, no standby alarm was noted during or around these infusions. Additionally, the device logs did not indicate any motor stall, and no secondary infusion was programmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an unspecified flow rate error. This occurred during delivery with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.